Event description:
It was reported to resmed that an s8 compact device caught fire.

Manufacturer narrative:
The preliminary evaluation of the returned unit identified the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame. There is no adverse event reported for this incident.